Event description:
Reported event occurred on (B)(6) 2012, during a pacemaker replacement procedure for a pacemaker-dependant pt. Pacemaker was a single chamber model (ventricular chamber). After lead disconnection from the older pacemaker and reconnection to the new one, pt went into asystole during 10 to 15 seconds before the older pacemaker was reconnected back again. The second attempt to connect the lead to the new pacemaker was then successful and pacing was observed. An explanation is requested as for why the new pacemaker did not pace after the first connection attempt.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.